Event description:
It was reported, "the arthroplasty was revised due to aseptic loosening of the femoral component. The components were implanted in situ for 1.4 y." Note: medical records and x-rays were not provided to stryker for review.